Manufacturer narrative:
The customer refused to provide title. The device was returned for investigation. Upon evaluation of the device, the reported issue of no image display was confirmed due to faulty charged coupled device unit. The device was equipped with a non-olympus cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd autoclavable camera head is unable to display image. The event occurred during preparation for use, prior to an unknown therapeutic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record (DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. It can be surmised that an image was not displayed because a third-party cable was connected to the unit. As a result, communication failure occurred. The instructions for use (IFU) do not repair or modify it by anyone other than those approved by olympus. It may result in injury to the patient or the operator or damage to the equipment. Olympus will continue to monitor complaints for this device.